Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revised product event summary: two (2) controllers ((B)(6) were returned for evaluation. One (1) pump ((B)(6)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controllers revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use at the time of the reported event. Review of the log files associated with (B)(6) revealed one (1) controller power up event, without an associated motor start event, logged on 07/mar/2021 at 18:49:21, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 85% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6)was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 15 seconds. No anomal ies were observed leading up to the loss of power. A vad stopped alarm was subsequently logged at 18:49:48, indicating a failure of the pump to restart after multiple attempts. A controller power up event was then recorded on (B)(6) at 18:50:43, which corresponds with the reported controller exchange. Another vad stopped alarm was then logged at 18:51:12 due to a failure of the pump to restart after multiple attempts. Several additional controller power up events, a vad disconnect alarm indicating a physical disconnection of the driveline from the controller, and additional vad stopped alarms due to failures of the pump to restart were logged between 18:59:37 and 19:58:09, likely during troubleshooting of the alarms. Prior to and after the loss of power at 19:01:18, safety alert word (saw) values were recorded on the batteries, indicating an overcurrent alert. It is likely that the overcurrent condition prevented the batteries from providing power, resulting in loss of power to the controller. As a result, the reported event was confirmed. Possible root causes the losses of power can be attributed to a disconnection of both power sources, to an intermittent disconnection on one or both power sources, and/or troubleshooting during a controller exchange. CAPA pr00551638 is investigating controller losses of power. CAPA pr00544941 is investigating controller losses of power due to battery discharge overcurrent conditions during pump start attempts. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) is part of fca cvg-21-q3-21. CAPA pr00502194 investigated pump failures to restart. Based on an investigation conducted under CAPA pr00502194, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Information provided by the site indicated that, following the pump's failure to restart, the patient was placed on extracorporeal membrane oxygenation (ECMO) and, several days later, the patient experienced neurological changes with sluggish pupils and no reaction to stimuli; a head computerized tomography (CT) revealed interval development of diffuse acute ischemic changes. The patient also had compressive mass effect on the lateral ventricles of the brain. Care was withdrawn and the patient subsequently expired. Per the instructions for use, neurological dysfunction and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. H9 continued: z-1338-2021, z-1339-2021, z-1340-2021, z-1341-2021 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental correction is being submitted for inclusion of this event as being in-scope for recall with z-0946-2021. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system controller 2.0. Model #: 1420/ catalog #: 1420 / expiration date: 31-may-2021 / serial or lot#: (B)(4). UDI #: (B)(4). Device returned for eval: yes, return date: 15-mar-2021. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 31-may-2020. Labeled for single use? No (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an unexpected loss of power to the controller associated with a ventricular assist device (vad) stop alarm. The patient attempted to change the controller at home and the vad did not restart. It was further reported that the patientdisconnected then reconnected the power sources in an attempt to restart the vad and it did not work. The patient was brought to the emergency department and went straight to the operating room (or) to be placed on extracorporeal membrane oxygenation (ECMO). The patient was moved up to a higher status on the transplant list. It was further reported that three (3) days later the patient experienced neurological changes with sluggish pupils and no reaction to stimuli. A head computerized tomography (CT) revealed interval development of diffuse acute ischemic changes involving bilateral cerebral and cerebellar hemispheres, midbrain, pons, and thalamus. The findings were central source of embolism. The patient also had compressive mass effect upon the lateral ventricles. Then the patie nt was made a do-not-resuscitate (dnr) and was admitted to hospice services. It was further reported that care was withdrawn and the patient subsequently expired. An autopsy was not performed.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: two controllers were returned for evaluation. One ventricular assist device (vad) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controllers revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller was the patient¿s primary controller, initially in use at the time of the reported event. Review of the log files associated with the controller revealed one (1) controller power up event, without an associated motor start event, logged on (B)(6) 2021 at 18:49:21, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that a battery was connected to power port one with 85% relative state of charge (rsoc) and a power adapter was connected to power port two. The data point recorded after the loss of power revealed that the other battery was connected to power port one (1) and another battery was connected to power port two. The controller was without power for 15 seconds. No anomalies were observed leading up to the loss of power. A vad stopped alarm was subsequently logged at 18:49:48, indicating a failure of the pump to restart after multiple attempts. A controller power up event was then recorded on the second controller at 18:50:43, which corresponds with the reported controller exchange. Another vad stopped alarm was then logged at 18:51:12 due to a failure of the pump to restart after multiple attempts. Several additional controller power up events, a vad disconnect alarm indicating a physical disconnection of the driveline fr om the controller, and additional vad stopped alarms due to failures of the pump to restart were logged between 18:59:37 and 19:58:09, likely during troubleshooting of the alarms. Ventricular assist device (vad) is part of fca cvg-21-q3-21. As a result, the report ed event was confirmed. A possible root cause of the original loss of power on the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after multiple attempts. CAPA: pr00502194 is investigating pump failures to restart. Information provided by the site indicated that, following the pump's failure to restart, the patient was placed on extracorporeal membrane oxygenation (ECMO) and, several days later, the patient experienced neurological changes with sluggish pupils and no reaction to stimuli; a head computerized tomography (CT) revealed interval development of diffuse acute ischemic changes. The patient also had compressive mass effect on the lateral ventricles of the brain. Care was withdrawn and the patient subsequently expired. Per the instructions for use, neurological dysfunction and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: con411887; h3: yes; h6: img code(s): g04035 h6: FDA method code(s): b15. B01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10, d15; d4: con412185; h3: yes; h6: img code(s): g04035 h6: FDA method code(s): b15. B01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10, d15. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.